Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during a lead revision when the physician reconnected the new lead to the device, it would not interrogate. A new device was handed off per physician request. The new device also did not interrogate. It remains in use. No patient complications have been reported as a result of this event.